Event description:
It was reported that patients ipg was no longer charging and does not hold a charge. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.